Event description:
The device was used during an unspecified procedure. Reportedly, the bag detached into the pt's cavity. The surgeon was able to retrieve the bag and applied another device to complete the procedure. The hosp has reported no pt injury occurred.